Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record investigation did not show issues related to complaint. A record assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time the device sample is not available, so it is not possible to determine the source of the alleged defect. Customer complaint cannot be confirmed. The root cause is unknown at this time. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The customer complaint alleges the "over temp alarms" were detected by the respiratory therapist during set up. No patient harm or care interruption."